Event description:
The customer complained of missing segments from the results field of the accu-chek performa meter which could impact the interpretation of the results. The customer could only see the segments in the "tens and ones" place. The customer performed a display check and installed a good battery. The issue continued. There was no allegation of an adverse event or misinterpretation of results. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation. The investigation found segments missing in the display. Failure analysis indicated that the meter lcd was cracked chipped in the top left corner causing the display defect. Due to the condition of the returned meter it was concluded that the damage did not originate from the manufacturing process and has been determined to be a result of customer mishandling.